Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a pulseless electrical activity (pea) arrest in the emergency room. It was noted that the patient had been hospitalized for hyperkalemia & hypotension. The patient subsequently died. A post mortem device interrogation was performed. Interrogation showed the implantable cardioverter defibrillator (ICD) detected and treated one episode of ventricular fibrillation (vf) prior to the pea arrest, which restored the rhythm. There was a prior episode in the ventricular tachycardia (vt) zone classified as sinus tachycardia with 1:1 conduction and therapy was withheld. Occasional atrial and ventricular undersensing was noted on stored electrograms. No additional information was provided.